Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited increased pacing thresholds. A chest x-ray was obtained that confirmed the lead had dislodged and a revision procedure was scheduled. During the revision procedure, the lead could not be repositioned due to helix extension difficulty. This ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information was received that indicated the lead was discarded and will not be returned for analysis.